Event description:
It was reported that this left ventricular (lv) lead was dislodged. Furthermore, the lead was explanted and replaced. Additional information received from the field indicating that dislodgement was confirmed through x-ray. Also, high pacing threshold was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture update on g3: bsc aware date.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Furthermore, the lead was explanted and replaced. Additional information received from the field indicating that dislodgement was confirmed through x-ray. Also, high pacing threshold was noted. No additional adverse patient effects were reported.